Event description:
When the catheter was in the middle of crossing the calcification lesion at # 4, the catheter was stuck at the lesion and was not able to move at the lesion at all. A balloon catheter was then delivered to the lesion where the eeg catheter was stuck, and the balloon catheter was inflated at the lesion. The eeg catheter was successfully pulled out of the pt's body together with all devices all at once. Not any products were used and the procedure ended.

Manufacturer narrative:
(B)(4). This record was determined to be a reportable event on (B)(6)/2009. A visual examination was performed to identify catheter and shaft damages such as bends, kinks, cuts, scrapes, cracks, discoloration or corrosion. During the visual inspection, it was found that the proximal fillet was damaged, a chip of the adhesive was missing adjacent to the location of the wire bond to the leg of the scanner. The internal components had been compromised at this location. Damage location was 14cm from the distal tip. Functionally testing, channel matching, and image testing were performed. The internal components of the catheter were found to be non-functioning due to damage. Bond testing indicated that all the wires were in a shorted condition which in fact was due to the damage at the proximal end of the distal tip assembly. Investigation is consistent with the reported complaint.